Event description:
The pt ((B)(6)) received his scs system including a percutaneous lead on (B)(6) 2006. It was reported that he was receiving ineffective stimulation. The physician explanted and replaced the lead on (B)(6) 2008. Intraoperatively, it was not possible to connect the lead to the trial cable. It was reported that a visual check of the lead showed an anomaly at the connection. The explanted lead was returned to the manufacturer for evaluation. No further info is available.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Visual inspection does not reveal any deformed stimulation end or terminal end electrodes. The terminal end electrodes of the lead were inserted into multiple lab ete cables with no anomalies noted. The lead passes all functional tests. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.